Event description:
Bleeding following surgery continued for 3 months and every other month for 3 years. Bloating and pain that couldn't be determined why...migraines on a regular basis. Pain during intercourse. Swelling I'm my lymph nodes under my arms. Irritable mood swings, depression.